Manufacturer narrative:
Implant region 36 fractured. Construction was a single crown placed on the implant. Patient suffered from peri-implantitis following bone loss and implant instability. Fracture was caused by mechanical overloading of the implant after 18 years in situ.

Event description:
Implant fracture for a dental implant that was phased out more than 5 years agoimplanted 2005.

Event description:
Implant fracture for a dental implant that was phased out more than 5 years agoimplanted 2005.